Event description:
It was reported that during an implant procedure the right ventricular (rv) lead helix was not behaving properly. The lead was attempted but not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. It was also noted that the visual summary analysis of the lead indicated damage at implant. (B)(4).